Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint (B)(4).

Event description:
It was reported the physician completed a novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. Four days post ablation the patient presented to the physician's office with a "high fever and abdominal tenderness". The physician prescribed some medication and the patient was discharged home. Approximately 24 hours later the patient returned to the physician's office with "posterior cul-de-sac abscess" infection outside the uterus". There was no bowel or thermal injury visualized. The physician drained the abscess and prescribed antibiotics before discharging the patient.